Manufacturer narrative:
The report we received from our affiliate indicated that the procedure was a shunt percutaneous transluminal angioplasty. The target site was anastomosis of radial artery, which had moderate calcification and tortuousity with 80% stenosis. During dilatation, the balloon was ruptured at five atmosphere; however, there were no adverse effects to the pt. Patient-specific info was not available. The product is available for evaluation and testing. However, the product has not been received as of to date. Additional info will be submitted within 30 days upon receipt. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states product (B)(4).

Event description:
Balloon rupture.